Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high, inconsistent pacing impedances. The physician was not comfortable gaining access for a new lead given the patient's poor condition. The lead remains in use. No patient complications have been reported as a result of this event.